Manufacturer narrative:
The anesthesia system was investigated by the customer. No faults were found and no parts were replaced. The system was returned for clinical use and no further issues have been reported. Device logs received for evaluation. Evaluation of the logs show that the system checkout performed in the morning on the date of event was successful. No additional system checkout or leakage tests were performed after that. Two treatment periods were recorded before the actual treatment period in which the reported event occurred, was started. No new system checkout or leakage test were performed between the treatments. The actual treatment when the event occurred was only ongoing for 40 seconds. The treatment was started in manual ventilation on adult patient category and after 4 seconds, changed to volume control. Alarms for airway pressure high, etco2 low and expiratory minute low were generated. The treatment was ended and the system set to standby. There are no recordings in the technical log which indicate the absence of technical malfunctions in the system. Additional information that was received from the customer states the leakage test was not performed before that case and it was further confirmed that the reported event was due to the patient circuit. Our conclusion is that there was no technical malfunction in the system at the given time of event. Most probably there was a leakage or incorrect connected patient circuit that caused the stop of ventilation. A system checkout or leakage test that is to be performed before treatment is started will detect a leakage or incorrect connected patient circuit. The user's manual includes information which states: to ensure correct system functionality, a new leakage check must be performed after every change of patient circuit, this to prevent leakage and update the circuit compliance compensation.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia system failed to ventilate during treatment. There was no patient harm. Manufacturer reference #:(B)(4).